Event description:
It was reported that the procedure was to a 90% stenosed lesion in the mid right coronary artery (mrca) with heavy calcification and heavy tortuosity. The 3.50x48mm xience skypoint stent delivery system (sds) was attempted to be advanced to the target lesion; however, the sds failed to cross due to the anatomy. The sds was removed against resistance due to the anatomy and the stent edge was noted to be flared. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.